Event description:
It was reported that during a gyn procedure, they attempted to fire the device before it was handed to the surgeon and it misfired. They could not get it to work. A new one was used to complete the procedure. No other details were given. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Date sent: 06/30/2010. Information was not provided by the initial contact. Dropping or ejected clip. Evaluation summary: the analysis found that the er320 device was received in good visual condition. Further inspection found that the jaws had become yielded causing the clips to be ejected and making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.